Manufacturer narrative:
The compromised force sensor system error alarm occurred during the priming test due to moisture damage on the force sensor resistor. The insulin pump had a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose and compromised force sensor system alarm message on the insulin pump. Customer's blood glucose level was 47 mg/dl. Customer treated their low blood glucose with dinner. Troubleshooting for the prime rewind was performed. Customer advised the drive support cap was normal. Customer advised during the seating of the force the sensor did not detect the reservoir. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.